Event description:
It was reported that surgery on right foot (tarsel tunnel decompression) was performed 2001. Patient was discharged to home. First week post-operatively, md noted some redness around the suture area. Second week post-operatively, the wound started to dehisce, and sutures began to spit. Physician treated with oral antibiotics. First keftabs (cephalosporin) for 5 days, then zithromax for 5 days. On the 22nd of the month following surgery, the first active drainage from the site was noted, and a microbiologic culture taken. Physician was advised by head of infection control at hospital to attempt treatment with minocyclin, as infection may be mrsa. This treatment was started. Wound is starting to close as of the 4th day after this treatment. Physician stated that when suture spitting started the normal granulation tissue was present, so he did not attempt to re-suture.